Event description:
M.d. Was attempting to place his first staple in the mesh placed in patient. He squeezed the handle to fire the staple and the shaft "broke" at the handle. Instrument was removed from field, and replaced with another stapler.